Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2018 for flu-like symptoms. The patient was previously seen by an urgent care, and was prescribed a short course of antibiotics presumably for bronchitis. The patient's inr was not in therapeutic range. The patient had anemia and had been experiencing melena, and was admitted to the hospital and evaluated for gastrointestinal bleeding. An esophagogastroduodenoscopy and colonoscopy were performed and were negative. During this time, antibiotics were discontinued. The patient recovered and returned home. At home, the patient's cough resolved, but developed ear/throat pain and progressive fatigue. A CT scan on (B)(6) 2018 resulted with minimal to mild pulmonary congestion. The patient remained afebrile, and white blood count is within normal limits. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.